Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 87.0 received the lowbatteryalert (104) on (B)(6) 2025 15:33:00 after more than 7 days at 12.29 days. Battery cycle 86.0 received the low battery alert (104) on (B)(6) 2025 07:48:00 after more than 7 days at 11.83 days. Battery cycle 85.0 received the low battery alert (104) on (B)(6) 2025 11:08:00 after more than 7 days at 11.57 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. Unit functioning properly. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, allegations of belt clip damage were not confirmed when no damages to the belt clip rails were noted. Allegations of reservoir tube damage were not confirmed when no damage to the reservoir tube was noted. Allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, allegations of cracked case battery tube were confirmed when cracked case (battery tube) was noted during visual inspection. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on belt clip rail, reservoir tube side, battery tube side and received battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for cosmetic damage allegation. Customer stated that damage affecting/impacting pump functionality. Troubleshooting was performed for battery failed alarm. No damage to the battery cap contacts was reported, however noticed battery compartment and/or spring was damaged or corroded. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.